Event description:
It was reported that the devices were randomly shutting down when bumped into or during patient transport. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown. Per report, "no devices were sequestered for these events, no dates of the events were shared, and no further information is available."

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.